Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing leaked below drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that 2 unspecified bd¿ tubing sets leaked below the drip chamber during use. The following information was provided by the initial reporter: "leak in chemo tubing just below the drip chamber."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA via medwatch # 2600320000-2021-8032. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing leaked below drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd¿ tubing sets leaked below the drip chamber during use. The following information was provided by the initial reporter: "leak in chemo tubing just below the drip chamber"